Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt experienced power spikes for a period of time. The pt had ongoing gi bleeding. The pt had ana acute episode of hemolysis and renal failure requiring dialysis, which began the day of the admission to the hospital. Dialysis was provided, but the pt decompensated and the family withdrew support. The pt was also reported to have experienced several minor strokes before his expiration.

Manufacturer narrative:
No further information is available at this time. The user facility report # (B)(4) was received from the intermacs registry. A supplemental report will be submitted when the MFR's investigation is completed. (B)(4)